Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/11/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received, fifteen unopened samples pertain to the product code vcp245h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-04275.

Event description:
It was reported that a patient underwent a lap nephrourotrecotmy plus distal urotrecotmy procedure on (B)(6) 2023 and a suture was used. During the procedure, the needle split twice from this same lot. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/13/2023. H6 component code: g07002. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided. Therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Additional information was requested, the following was obtained: when did the issue occurred (in the package/removal from package /during passage through tissue)? Please clarify. Could you please clarify what was split, suture or needle? Please confirm. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). They were suturing the bladder when suture snapped off the thread of the needle. It happened on the may 24th during lap nephrourotrecotmy plus distal urotrecotmy, surgeon, prof mark sullivan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m related reports: 2210968-2023-04275 & 2210968-2023-04276